Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2014 with the following findings: during investigation, there was moisture evident behind the display lens. The pump powered on with the returned battery cap with an audible tone, no vibration and a blank display. The battery cap was unable to fully tighten to the pump. It was observed that the battery cap and battery compartment threads were damaged. The pump case was cracked in the right hand corner of the display area. A leak test showed a leak at the crack in the pump case. The pump case was removed and there was evidence of moisture contamination observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.